Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.807.357, lot 1372: release to warehouse date: december 14, 2017. Supplier: synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A service and repair evaluation was completed: the device failed calibration. The repair technician reported that device failed low during evaluation. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the torque limiting handle failed calibration. This report is for a torque limiting handle. This is report 1 of 1 for (B)(4).